Event description:
Report received indicated the pt experienced a red and itchy rash underneath the adhesive border that weeps when scratched. The pt experienced the condition during a period of two to three weeks prior to complaint receipt. Pt applied a medicated spray with no improvement. Recommended otc cortisone, exposing the rash to air periodically, and more frequent device changes. Pt is now using the device with the adhesive border removed. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.